Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).on (B)(4) 2012, additional information received from the nurse. The patient was treated with vancomycin (dosage and route not reported). The cause of peritonitis was contamination; the patient had 'cut the catheter with a pair of scissors because she did not want to bother the peritoneal dialysis nurse'. The patient was retrained. Patient recovered and dianeal therapy was on-going. The nurse (rn) stated that the event was not related to dianeal solutions, baxter device, or disposables. Rn unable to provide any additional information section.